Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Pump had unresponsive button at act due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform the displacement test due to unresponsive button. However, keypad flattened button dome switch (creased) was found on act. Pump received with cracked case from reservoir tube window corners and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Event description:
Information received by medtronic indicated that there was cracked near reservoir compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.